Event description:
A pt who underwent an x-stop procedure (level unk), reported that her pain was not relieved by the procedure. The pt reported that she saw her physician one week post procedure. An x-ray was taken, which confirmed the x-stop implant was in place. The physician diagnosed bursitis and prescribed medication to treat the condition. Two weeks later, the pt reported that she was still taking the medication; however, had not received any relief of her pain. The pain is felt mainly when she walks.

Manufacturer narrative:
Other: f/u with pt.